Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, illness requiring steroids, blood coagulation disorder, psychological disorder, inflammation, mobility. Slight displacement of the guide rail.